Event description:
Philips received a complaint on the philips efficia dfm100 defibrillator monitor indicating that the device had a battery issue. There was no report of patient or user impact. Available details indicate that the device had exhibited symptoms of a battery failure. Details provided in an update from the source case indicate that the remote service engineer ordered the device's dfm100 lithium ion battery, 451980046541 for the customer. Based on the information available, the cause of the reported problem was a component failure. The faulty component was replaced and the device was returned to service. The device remains at the customer's site. No further action required at this time.

Manufacturer narrative:
Remote support provided.